Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence and material deformation, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of deformation, without a sample returned for evaluation an assessment could not be made into the allegation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document the additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 10 months post implant of the composix kugel mesh, patient was diagnosed with pain, hernia recurrence, mesh deformation and underwent repair with mesh removal. Per op notes ¿mesh was contracted into a small ball, and it was completely excised". Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent a repair of his incarcerated incisional hernia with a bard composix kugel patch. (B)(6) 2008 - the patient underwent surgery to address his complaints of recurrent ventral hernia. The patient's surgeon allegedly found that there were two areas of recurrence of the mesh along the anterior lateral borders of the mesh. The mesh was allegedly contracted into a small ball. The attorney alleges the patient has suffered and will continue to suffer pain and was severely and permanently injured. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "hernia sac was dissected. The fascia was quite thin around the hernia defect therefore, a small piece of small circle composix kugel mesh was introduced into the preperitoneal space after bluntly dissecting the preperitoneal plane. The mesh was then sewn through the abdominal wall". (B)(6) 2008 - patient was diagnosed with obvious recurrence of his ventral hernia just above the umbilicus during physical examination. Patient had pain and bulge at the previous hernia repair area. (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia and underwent repair with mesh removal. Per operative notes, "mesh repair was visualized, however, there were two areas of recurrence of the mesh along the anterior lateral borders of the mesh. This was dissected free. The gore portion of the mesh was contracted into a small ball, and it was completely excised leaving hernia defect. At this point, a piece of synthetic mesh was placed and sutured". Attorney alleges that the patient had mesh migration, mesh shrinkage, hernia recurrence, gore portion of mesh was contracted into a small ball and two areas of recurrence of the mesh along the anterior laterai borders of the mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence and material deformation, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of deformation, without a sample returned for evaluation an assessment could not be made into the allegation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent a repair of his incarcerated incisional hernia with a bard composix kugel patch. On (B)(6) 2008 - the patient underwent surgery to address his complaints of recurrent ventral hernia. The patient's surgeon allegedly found that there were two areas of recurrence of the mesh along the anterior lateral borders of the mesh. The mesh was allegedly contracted into a small ball. The attorney alleges the patient has suffered and will continue to suffer pain and was severely and permanently injured.